Event description:
The facility representative contacted baxter to report an intermate that has ruptured at the end of infusion. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A photo has been received to baxter for evaluation. The reported condition was confirmed. The root cause for this investigation is in progress.